Manufacturer narrative:
One tapered screw-vent implant (tsv4b11) and bundled cover screw was returned for investigation. The investigation was performed only on the implant since the event occurred at implant level. Visual evaluation of the as returned implant identified signs of wear but no apparent signs of malfunction. Functional testing could not be performed for the reported failure (nerve injury - numbness). Measurements were taken using a caliper (ID: (B)(6)2021). Through dimensional analysis and comparison to drawings the device was determined to be within design specifications. No pre-existing conditions were noted on the per. The reported devices had been placed on tooth #29 for approximately 6 days. The patient had unknown bone density. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1237362) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1237362) and no similar event or complaint was found. Based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that implant placed at 29 a week ago and clinician was a little concerned about the inferior alveolar nerve. Upon calling her at that night, customer stated that she had numbness of the lower lip almost a week after the initial procedure. Patient had numbness of the lower lip almost a week after initial procedure. Has sensibility loss in the area of the mental nerve. Cbct scan revealed the implant in site 29 was close to mental frenum. The gingival incision was exercised and implant removed and sites grafted. Patient felt a little electric shock on her lip upon removal of implant 29. Will re-evaluate in 4 months.